Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported no delivery on the insulin pump. Troubleshooting on the insulin pump could not be completed because the customer did not have a tubing clamp. The customer also stated there was damage to the display screen and that it was difficult to read it. The customer's blood glucose value was 267 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further info was provided.